Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. Additionally, a discordant, falsely low creatinine (crea) result was obtained on one patient sample. The initial crea result was reported to the physician(s), who questioned it. Both samples were repeated twice on the same instrument, all resulting higher than the initial results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and creatinine results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist recommended for the customer to clean the windows. In a follow-up visit, the cse replaced the reagent 1, sample metering and the flush syringes and adjusted the syringe gaps. The cse also replaced the sampler conduit, the sample and reagent 1 pump panel tubings, the reagent 1 and sample probe tubings, and the sample and reagent 1 drains. The cse performed a system check and ran quality controls, which were acceptable. The cause of the discordant, falsely low calcium and creatinine results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.